Event description:
This unsolicited case from united states was received on 12-jan-2018 from the patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and after few hours the knees swelled and even get up out of the chair be had to use crutches, also, device malfunction was identified for the reported lot number. No medical history or concurrent condition was provided. Patient had been getting the synvisc one injected for 5-6 years every 6 months. Patient was on finasteride (proscar) in terms of medications. Patient denied any prosthetic devices and any previous or concomitant treatment with immunosuppressants. Patient denied any allergies to avian proteins, feathers, or egg products. On (B)(6) 2017, at 08:00 am the patient initiated treatment with single intra-articular synvisc one injection (dose and frequency: unknown) (batch/lot number: 7rsl021; expiry date: unknown) bilaterally for osteoarthritis. The same day, about then about 3 or 4 in the afternoon it was really giving the patient a problem and patient had to get the crutches. Patient stated that the knees swelled and he didn't do anything in terms of treatment (latency: few hours). Patient stated that he called the office and they told him to put a cold pack on the knees but that seemed to make it worse. Patient stated that to even get up out of the chair patient had to use crutches (latency: few hours). When patient was asked if he was engaged in activities such as jogging or tennis soon after the injection he stated that he drove to the senior center and played some dominoes and then drove back home around 2 or 3 pm. Patient stated that he got better after 2-3 days but it "hasn't been as good as it normally was". Patient stated a month ago ((B)(6) 2017) he went to the medical doctor (md) and he said that everything was in "tip top shape". When patient was asked if there were any other medications injected into the knee joint at the same time patient stated no but that there was something injected to "deaden it a little a bit" but that was something that they did every time. Action taken: unknown. Corrective treatment: cold pack on his knees for knees swelled and crutches for even get up out of the chair be had to use crutches. Outcome: not recovered for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for even get up out of the chair be had to use crutches and device malfunction. Pharmacovigilance comment: sanofi company comment dated 16-jan-2018: this case concerns a male patient who received synvisc one injection from the recalled lot and later experienced difficulty with movement. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on 12-jan-2018 from the patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and after few hours the knees swelled, both knees get warm and even get up out of the chair be had to use crutches/use crutches to get around. Also, device malfunction was identified for the reported lot number. Patient had been getting the synvisc one injected for 5-6 years every 6 months. Patient was on finasteride (proscar) in terms of medications for prostate. Patient denied any prosthetic devices and any previous or concomitant treatment with immunosuppressants. Patient denied any allergies to avian proteins, feathers, or egg products. On (B)(6) 2017, at 08:00 am the patient initiated treatment with single intra-articular synvisc one injection, one dosage form once (batch/lot number: 7rsl021; expiry date: unknown) bilaterally for osteoarthritis. The same day, about then about 3 or 4 in the afternoon it was really giving the patient a problem and patient had to get the crutches. Patient stated that the knees swelled and he didn't do anything in terms of treatment (latency: few hours). It was reported that early afternoon that day, both knees welled up and got warm. Patient had to use crutches to get around for two days. Patient stated that he called the office and they told him to put a cold pack on the knees but that seemed to make it worse. Patient stated that to even get up out of the chair patient had to use crutches (latency: few hours). When patient was asked if he was engaged in activities such as jogging or tennis soon after the injection he stated that he drove to the senior center and played some dominoes and then drove back home around 2 or 3 pm. Patient stated that he got better after 2-3 days but it "hasn't been as good as it normally was". It was reported that the third day, patient could move without crutches. Patient had first problem in prior 12 hosts in both knees. Patient stated a month ago ((B)(6) 2017) he went to the medical doctor (md) and he said that everything was in "tip top shape". When patient was asked if there were any other medications injected into the knee joint at the same time patient stated no but that there was something injected to "deaden it a little a bit" but that was something that they did every time. Corrective treatment: cold pack on his knees for knees swelled and crutches for even get up out of the chair be had to use crutches outcome: not recovered for all a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 51975 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for even get up out of the chair be had to use crutches and device malfunction additional information was received on 17-jan-2018. Global ptc number was added. Additional information was received on 06-feb-2018 from patient. Event of both knees get warm was added along with its details. Verbatim was updated for the event of even get up out of the chair be had to use crutches to even get up out of the chair be had to use crutches/use crutches to get around. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 6-feb-2018: this case concerns a male patient who received synvisc one injection from the recalled lot and later experienced difficulty with movement. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the product cannot be excluded.